Event description:
It was reported that a reliance slide rasp handle tip broke off within a reliance slide rasp trial intra-operatively. The rasp was successfully removed, an alternate device was used and surgery was completed successfully. No adverse consequences, surgical delay or medical intervention were reported. This report captures the handle.

Manufacturer narrative:
H6 coding has been updated to reflect device evaluation and investigation conclusion.

Event description:
It was reported that a reliance slide rasp handle tip broke off within a reliance slide rasp trial intra-operatively. The rasp was successfully removed, an alternate device was used and surgery was completed successfully. No adverse consequences, surgical delay or medical intervention were reported. This report captures the handle.